Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, there was intermittent signal loss to the telemetry monitor. The issue was identified when attempting to put the cable into use, and the customer isolated the problem by swapping the cable with another one that functioned properly. Additional troubleshooting included changing telemetry boxes and exchanging sensors, with the issue consistently following the device. There was also a discrepancy with the tele box reading and the vital sign machine. The patient was hooked up to the ge tele box with the nellcor spo2 monitor and was reading 94% and the vital sign machine spo2 reading was 82%. The patient was not showing s/sx of respiratory distress but was placed on oxygen and the spo2 reading on the vital sign machine increased. The user switched out the nellcor sensor and there was not any further issues with discrepancies in readings. No patient complications have been reported as a result of this event.